Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with false pause episodes. Upon review of the stored electrogram, it was confirmed that the implanted cardiac monitor (icm) exhibited false pause episodes due to undersensing. On (B)(6) 2018 the implanted cardiac monitor was explanted and replaced. The patient's condition was good.

Manufacturer narrative:
Final analysis revealed contamination of moisture getter on the header feedthrough pins, which may have contributed to the sensing anomaly. A manufacturing issue may have occurred that resulted in the moisture getter contamination on the feedthrough pins.